Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: one hour post-procedure. It was reported that shortly post a left internal carotid artery stenting procedure, the patient was hypotensive and treated with dopamine. Additionally, approximately one hour post procedure, the patient experienced a stroke. Symptoms included right sided weakness and dysarthria. The patient was taken back to the catheter lab for an angiogram which showed a widely patent stent with no evidence of emboli. A head CT was suggestive of a stroke showing a left inferior temporal region acute infarct. Two days post procedure, the hypotension resolved. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension and stroke are known potential adverse effect associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.